Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent endovascular treatment for an aortic arch aneurysm using the gore® tag® conformable thoracic stent graft with active control system. A single debranching procedure was performed, and the device was deployed from zone 2. During deployment, the device slightly moved in the distal direction. A proximal type I endoleak was observed. Although touch-up procedures and embolization of the left subclavian artery were performed, the endoleak persisted. The patient was placed under observation. On an unknown date in may 2025, enlargement of the aneurysm diameter was noted. On (B)(6) 2025, the patient underwent reintervention. The additional stent grafts were deployed proximally to the previously placed device, resulting in resolution of the endoleak. Physician's comment: from the time of the initial procedure, it was recognized that the proximal sealing zone was short, making this a challenging case. However, due to the patient¿s history of coronary artery bypass grafting (CABG), open chest surgery was not feasible, and endovascular treatment was selected.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.